Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis (characterized by cloudy peritoneal effluent fluid and abdominal pain), which required antibiotic therapy. The pdrn reported the cause of the peritonitis was an unspecified touch contamination event; however, the events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). The patient reported she continues to utilize the same liberty select cycler as before without issue. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the patients¿ liberty cycler set can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the peritoneal dialysis registered nurse [(pd)rn]. Pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1784, polymorph = 92%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent culture result returned negative; however, the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient has recovered and continues to undergo ccpd therapy utilizing the same liberty select cycler.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the peritoneal dialysis registered nurse [(pd)rn]. Pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1784, polymorph = 92%) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent culture result returned negative; however, the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient has recovered and continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.